Event description:
It was reported that the patient presented at the electrophysiology lab for a right ventricular (rv) lead revision due to loss of capture and r-wave amplitude variation. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient remained stable.